Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 21 mmol/l. The customer reported that the down arrow is very unresponsive and struggling to read part of the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No missing segments or partial display during testing. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked battery tube threads and minor scratched lcd window.